Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. The returned meter was then tested with the in-house test strips and in-house breeze2 control solution to simulate as blood, which gave a satisfactory performance. The simulated blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Based on the returned meter and clarification received upon the follow-up with the customer, it was found that the serial # for the suspected contour next one meter is 7171166. Section d4 has been corrected.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next one meter. During the call, it was discovered that the date and time were incorrectly set on the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.